Event description:
A social media article posted on a law firm's website on (B)(6) 2014 alleged that an unidentified man experienced cardiovascular events and subsequently expired on an unk date after use of the product.